Event description:
This event is reportable based on the product analysis. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 90% stenosed target lesion was located in the calcified and severely tortuous proximal left circumflex artery. Treatment consisted of pre dilation with a 2.25mm balloon and with the utilization of ivus, the advancement of a 2.75x20mm taxus express2 drug eluting stent, but it was unable to cross the lesion. Another attempt was made to pre dilate the lesion with a 2.75mm balloon, but again the stent was not able to cross the lesion. The procedure was completed successfully with the attempt of another taxus express2 2.75x20mm drug eluting stent. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. A visual and microscopic examination found that the distal edge of the stent was damaged. Struts on the first stent row from the distal edge was raised distally. This damaged section was measured with a snap gauge and found to have an approximate diameter of 1.28mm. This was 0.14mm greater than the normal stent diameter. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube had kinked approximately 16.8cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The tip was flared on one side. This type of damage is consistent with guidewire movement during attempts to cross the lesion. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.